Event description:
It was reported that the patient experienced pain following a trial implant. The trial lead was removed on (B)(6) 2025. The patient was prescribed steroids to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.